Manufacturer narrative:
The cuff component was visually inspected, microscopically examined, and tested for leaks. A pinhole fluid leak was identified in the cuff shell consistent with wear at a corner of a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis identified a product malfunction. This damage would affect the functionality of the device and would therefore be the most probable cause for the device to malfunction. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation.

Event description:
It was reported that the patient is requesting details to arrange an artificial urinary sphincter(aus) for return due to unspecified reasons. Analysis of the returned device revealed a product malfunction.